Event description:
It was reported to philips that both azurion 7 m20 system flexvision monitors went blank (right half) at the same time. No patient/user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that flexvision monitors went blank (right half) at the same time. Upon functional testing, fse found that the intermittent dropout of the right half of the flexvision, which feeds the dual dvi splitter and spare dual digital visual interface (dvi) cable appeared to be the cause when moving it around. The fse replaced spare dual digital visual interface (dvi) cable. After replacement of the cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.